Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the plunger, link, anterior needle, and anterior cuff were not returned with the device, which limited the scope of the investigation. Inspection of the returned device indicated that the posterior cuff successfully captured its needle during the needle plunger deployment. However, while the needle plunger was retracted, the link was pulled from the swage end of the posterior cuff. A link pull would result in a failure to retrieve the suture during the needle plunger retraction and this could appear very similar to the reported suture break. Link-to-cuff detachment indicated that there was resistance while retracting the needle plunger. During testing, a proxy plunger was inserted and retracted successfully without any observable resistance. Also, there was no damage to the suture to suggest that the suture may have been dragged through the device during the suture retrieval process which could contribute to the link-to-cuff detachment while retracting the needle plunger. Based on the investigation findings, the probable cause for the link pull from the swage end of the posterior cuff could not be determined. However, challenging anatomical conditions combined with abruptly pulling out the needle plunger after needle deployment could contribute to link detachment. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a moderately calcified right common femoral artery after a diagnostic procedure. Reportedly, a suture break occurred. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.